Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that an increase in voltage while using the device led to the battery depleting rapidly and needing to recharge frequently. The voltage was reduced and the rate was changed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to charge every 25-30 days and now he is noticing the ins depletes much faster. The patient said he is charging about every 1-1.5 weeks. The patient has not changed to a new group or switched parameters. The patient said the rep used his clinician programmer to check the patient's stimulator, but to his knowledge no programming changes were made. The patient mentioned they fell around (B)(6). The patient was directed to follow up with the hcp to check the device. No symptoms or further complications were reported.